Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported that no troubleshooting or diagnostics were performed related to the infection. The site was tender and there was a fever. They highly suspected the site had an infection. The cause of the infection was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0haza, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The manufacture representative reported the device system was explanted and later reimplanted due to an infection. Cause, diagnostics, and outcome remain unknown.